Event description:
Covidien received info of ventilator's display becoming blank, the ventilator's lights and alarms were active. The malfunction occurred during pt use. The pt was removed from the device. There was no harm to the pt.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue, the cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. (B)(4).